Manufacturer narrative:
Date of event: as the date of intervention was not provided, but was reported as approximately pod 1673, the date of event has been estimated as (B)(6) 2019. Device information: the device lot/serial number was unavailable. Therefore device information (lot/serial number, expiration date, UDI) remains unknown. If implanted, give date: date of device implant has been estimated as (B)(6) 2015. Concomitant medical products and therapy dates: unavailable. Device manufacture date: as the device lot/serial number is unavailable, the device manufacture date is unknown. As the device lot/serial number was unavailable, no device history record review was able to be completed. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, reoperation. The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015 a patient underwent elective endovascular treatment of symptomatic chronic dissection in zone 0, which extended to zone 14. The tevar indication was pain and aneurysm. The primary entry tear was located in zone 2 and was covered. A conformable gore® tag® thoracic endoprosthesis (tgu373715) was implanted within zone 2, with coverage extending from zone 2 to zone 5. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 38mm, in zone 3. Additionally the patient underwent branch treatment of the celiac artery (ca), superior mesenteric artery (sma), the right and left renal arteries (rra/lra) and the right and left common iliac arteries (rcia/lcia). Surgical transposition of the left subclavian artery (lsa) to left common carotid artery (lcca) was performed prior to tevar. Post branch treatment reported patency with no coverage of the lsa. The patient had a spinal drain placed. No post operative complications were reported for the patient. The patient was transferred to the intensive care unit and discharged to home on post operative day (pod) 5. The maximum aortic diameter within the treated area at time of discharge was reported to measure 37.6mm. The patient underwent follow up visits on unknown pod(s): 22 and 252. On an unknown date, approximately pod 22, follow up imaging reported the aortic diameter within the treated aorta, evg measured 42mm. On an unknown date, approximately pod 252, follow up imaging reported the aortic diameter within the treated aorta, evg measured 39mm. On an unknown date, approximately pod 1673, an intervention was performed on a selection of the false lumen within the treated area. Coil embolization of the patient's sma, lra, and rcia was performed.